Manufacturer narrative:
Phone number: (B)(6). Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming, two (2) units of prismaflex st150, an external fluid leak from the top of the filter was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6 and h10. Two devices were received for evaluation. Air leak testing was performed on both devices. Both devices identified leaks at the level of the screwed filter connector for return blood. The screwed filters connector identified a crack in both samples. The cracks are the cause of the leaks. The reported condition was verified. The most likely cause of the condition was due to shock during transportation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.